Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that system on a thoracic wound constantly raised the alarm. The system displayed various alarms like leakage alarm, blockage alarm, canister full alarm and system inactive alarm, according to representative the wound was not 100% tight and a slight sound could be heard depending on the patient's length of time. The system gave canisters full of alarms even though they were new canisters. No harm or injury reported.